Manufacturer narrative:
The investigation has been completed, based on log evaluation there has been no ventilator malfunction. Device log evaluation shows that performed pre-use check prior to and after the reported event passed without deviation. There were no technical alarms during that time. The ventilator does not go into standby by itself, it requires that the user presses the standby button and then confirms the action on a pop-up dialog. If the ventilator was found in standby it is likely that the user set the ventilator to standby and did not start it again, or that the user never started the ventilator in the first place. Our conclusion in this matter is that the ventilator has not gone into standby by itself and that there has been no ventilator malfunction.

Event description:
(B)(4).

Event description:
It was reported that during treatment the ventilator went into standby mode. There was no patient harm reported. (B)(4).